Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture/deflation". Healthcare professional later reported "rupture" via ultrasound and CT scan. Device has been explanted and replaced.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.